Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a lower reading issue with the adc device. The customer was feeling unwell and was taken to hospital. The caregiver reported that while at hospital, the sensor readings were lower than unspecified capillary meter. The customer was treated with unspecified infusion. There was no diagnosis information. There was no report of death or permanent injury associated with this event.